Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon hub and contrast in the inflation lumen and on the shaft, consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned, confirming the reported event. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the shaft 24 cm distal to the strain relief tubing. The sds was returned inserted in a copilot. There was blood and contrast in and on the sidearm. The distal end of the returned copilot was returned on the shaft of the sds at the same location of the kink noted; therefore, it is likely that the manipulation of the copilot resulted in the shaft kinking. There was no damage noted to the copilot. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the totally occluded lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the back and forth manipulation of the sds in lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon, and ultimately contributed to the stent dislodging. No attempts were made to remove the dislodged stent as surgery was planned and the stent would be removed then. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure for treatment of a chronic total occlusion (cto) in the right coronary artery (rca) at the posterior descending artery, a trek dilatation catheter was advanced over a non-abbott guide wire. The physician withdrew the guide wire to reshape the tip because it could not exit the distal end of the catheter. After reshaping the guide wire tip, an attempt was made to reinsert the guide wire into the catheter and the shaft of the catheter kinked. The guide wire was manipulated, pulling back and forth several times, and eventually exited the distal end of the catheter. The catheter could not cross the cto; therefore, it was removed from the anatomy. A non-abbott dilatation catheter was advanced but also could not cross the cto. At this time, a decision was made to refer the patient for surgical intervention of the cto but prior to doing so, an attempt was made to treat an occlusion at the bifurcation of the obtuse marginal and the circumflex (cx) artery. A balance middleweight (bmw) guide wire was advanced successfully. A xience v stent system was advanced but resistance was met. The stent system was manipulated back and forth but the stent system could not cross. The device was removed and once outside of the anatomy, it was noted that the stent had dislodged from the balloon. Fluoroscopy revealed that the stent remained in the cx artery. No intervention was performed to retrieve the stent because the decision was made to retrieve the stent during the planned surgical procedure for the cto in the rca. The surgical procedure for treatment of the cto and successful removal of the stent was performed on (B)(6) 2011. The patient is reported as doing well and there was no adverse patient sequela.